Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained for samples from three different patients. The results did not repeat upon retesting of the samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00008 on january 23, 2015. Siemens filed the MDR 1219913-2015-00008 supplemental report 1 on february 9, 2015. 06/11/2015 additional information: a siemens field service engineer (fse) went on site to evaluate the advia centaur xp s/n (B)(4) in january 2015. Contamination testing on january 20th determined that the system was contaminated and precision studies with diluent and sample showed that the troponin ultra assay was imprecise. Also, the following actions were performed: took out the cuvette lift as it was noisy and aligned the vertical bar before replacing it; replaced the reagent probes r1 and r2 and performed the mechanical alignments; adjusted the reagent probe 1 vertical movement pulley; ordered the reagent probe 1 follower as it was broken, acid and base reservoirs, the 5ml syringes for the diluters of the wash station, the grease for the lead screws and the belts. On january 28th, the fse performed the following: decontaminated the acid/base limes after replacement of reservoirs and acid pump; installed reagent probe 1 follower and aligned; replaced 5ml diluters of the wash station; replaced burkett flush valves v72, v72, v74, v75 , v76; and lubricated multiple parts. The contamination test and the precision study performed postservice showed that the system was no longer contaminated and the troponin ultra precision was acceptable ( cv=3.6%). Recommendations were provided to the customer in order to avoid contamintation of the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00008 on january 23, 2015. 01/27/2015 additional information: previous field service engineer (fse) reports were obtained. The siemens field service engineer (fse) performed the following: december 16 2014 : checked reagent probe adjustments; adjusted vacuum; replaced wash manifold; and replaced v70 and v71. The fse performed wet and dry test which were correct. The fse also ran 30 replicate of tni assay on mdil 11 the lab continued to test tni in duplicate qc was validated by the laboratory. December 18 2014 : the fse replaced the aspiration pinch valve. The fse performed dry and wet test which were not correct. All qc level validated by the laboratory the lab continued to test troponin in duplicate. December 22 2014 : a fse checking bacterial testing performed by the previous fse. Testing showed the presence of bacteria. The laboratory informed siemens that they changed of the water provider at the beginning of the month. They are using 10l conditioner of distilled water, non-sterile with unknown hardness water. Siemens recommended that the customer use siemens water. The fse checked the whole system and determined the advia centaur xp is accurately calibrated. December 31 2014 : fse performed decontamination of water entry tubing qc validated by the laboratory a siemens field service engineer went on site to evaluate the instrument and the customer has continued to evaluate all troponin tests in duplicate. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."